Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation it was noted that the ventricular lead exhibited noise. It was showing ventricular high rates but it was noise. Noise was reproducible with isometrics. Programming changed were performed. The patient was in stable condition.